Event description:
On february 16, 2018, we were contacted by an attorney's office representing a patient that underwent an endoscopic craniotomy procedure at (B)(6) on (B)(6) 2015. During the procedure there was a significant, serious complication, and the patient was left with brain damage. We were informed that they plan to depose our sales repsentative, who allegedly was present during the procedure. It is not clear to us which instrument was involved. We are, therefore, using the telescope as the representative instrument in this report.